Manufacturer narrative:
Device evaluation of battery charger (B)(4) has been completed. The reported problem (damaged connector) was confirmed. As received, the power supply connector was bent. The root cause of the bent connector is physical abuse. No adverse event resulted from the defective charger.

Event description:
A us distributor contacted zoll to report that the connector on a patient's battery charger power cord was damaged.